Event description:
On the first use of the chondral pick on insertion a gray shadow of debris was noted around the hole. A back-up was not used as they continued to use this device. Lavage removal was attempted, but could not be removed.

Manufacturer narrative:
Device has not been returned for eval.